Manufacturer narrative:
The reported event of oversensing was confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was observed at the proximal region of the lead breaching the outer insulation and exposing the outer coil. Electrical testing revealed no indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
It was reported that oversensing was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.